Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and expired that same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.